Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer did not trust their insulin pump delivery due to erratic blood glucose levels. The customer¿s blood glucose levels were unknown at the time of the incidents. The customer stopped using the pump. Troubleshooting was not completed as the customer declined, and no further information was provided. The insulin pump will not be returned for analysis.